Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break and balloon detachment occurred. A 2.0mm x 220mm x 150cm, otw coyote balloon dilatation catheter was advanced. However, during the procedure, the balloon broke, and kinks were also noted in the multiple areas of the device. No patient harm resulted in relation to this event.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: returned product consisted of a coyote balloon catheter. Media was provided in the form of 6 photos. The returned device was compared to the photos, and it appears to match. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the device returned in 4 pieces. The distal section of the device measures approximately 34.9cm long with the tip missing. The inflation lumen and guidewire lumen are buckled at the separated tip. The separated guidewire lumen measures approximately 41cm long and is stretched. The separated inflation lumen measures approximately 5.7cm long and is buckled. The proximal section of the device measures approximately 107.9cm long from the hub to the separated guidewire lumen. The are multiple kinks along the shaft of the device. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that the device is separated and severely damaged.

Event description:
It was reported that shaft break and balloon detachment occurred. A 2.0mm x 220mm x 150cm, otw coyote balloon dilatation catheter was advanced. However, during the procedure, the balloon broke, and kinks were also noted in the multiple areas of the device. No patient harm resulted in relation to this event.